Manufacturer narrative:
Add'l model # 50cm. Investigation summary: inspection of the returned catheter confirmed the marker bands had been properly swaged onto the catheter during manufacture. The pinch marks left by the swaged bands were clearly visible. The user reported using the device with an introducer sheath that had a toughy-borst type rotating hemostasis valve. The condition of the device was consistent with having been withdrawn through the rotating hemostasis valve before it had been adequately loosened resulting in removal of the marker bands.

Event description:
After a successful procedure, as the device was being removed from the pt, both marker bands were stripped off inside the introducer sheath. Both marker bands were retrieved using a small balloon catheter. No adverse events were reported.